Manufacturer narrative:
Remedial action: voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
The physician reported that high impedance was detected on the patient's generator. The patient was re-interrogated and an ok impedance was observed. It was noted that the other diagnostics were with normal limits and the patient proceeded to be titrated up. It was reported the patient had not experienced any known clinical symptoms to date. Device history records were reviewed and indicated that the generator passed all functional specifications and quality tests prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. The physician assessed that the patient's high impedance was related to the m1000 generator higher impedance. No further relevant information has been received to date.

Event description:
Program history was reviewed and the previously reported high impedance values were confirmed inaccurate.

Manufacturer narrative:
Event description. Corrected data: initial MDR inadvertently reported that the physician assessed that the high impedance event was related to the m1000 generator software, when we have never received that assessment from this patient's physician. Correction MDR submitted to remove this information.

Event description:
The physician reported that high impedance was detected on the patient's generator. The patient was re-interrogated and an ok impedance was observed. It was noted that the other diagnostics were with normal limits and the patient proceeded to be titrated up. It was reported the patient had not experienced any known clinical symptoms to date. Device history records were reviewed and indicated that the generator passed all functional specifications and quality tests prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.